Manufacturer narrative:
This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported the buttons on the insulin pump were not working. Customer confirmed the device alarmed button error, removed battery, and device continued to alarm. Customer's blood glucose was 92 mg/dl. Customer reported he was at the gym and the device was possibly exposed to sweat, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.